Manufacturer narrative:
The lead fragment was inspected. Abrasion marks were noted on the connectors as well as at about 19 cm distal to the is-1 connector pin, most likely due to friction with the ICD housing. No insulation breaches were present. In addition, the dc resistances of the conductor fragment were investigated showing no anomalies. With regard to the issues as mentioned in the complaint description, the analysis of the available fragment did not show any peculiarity which may have led to the clinical observation. Furthermore, the quality documents associated with the manufacture of this lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. At a next step, the returned device data were analysed. An amount of 67 charging cycles were recorded in the shock holter between (B)(6) 2013, of which (B)(4) resulted in shock deliveries. The inspection of the available iegms revealed the presence of noise in the right ventricular channel (iegms 46 and 62), which led to the charging of defibrillation shocks of which at least one (iegm 46) resulted in a shock delivery. In summary, only the proximal lead fragment as well as device data were returned for analysis. During the inspection of the returned device data, the clinical observation of oversensing could be confirmed. However, the analysis of the lead fragment did not show any indication of a material or manufacturing problem. The review of the quality documents confirmed a regular lead and ICD manufacturing.

Event description:
Ous MDR - after an implant duration of about 29 months, oversensing with inappropriate shocks were reported. The lead and ICD were explanted.

Manufacturer narrative:
Ous MDR.